Manufacturer narrative:
Results: bd received a sample and several photos. The sample and photos were evaluated for fm and fm was present. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: fm was observed. An absolute root cause for this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that large foreign matter was in the bd vacutainer® k3e 3.6mg plus blood collection tube. No serious injury or medical intervention reported.